Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is possible that the anti-fog agent adhered to the cover and was damaged by chemical attack, making it easy for the cover to come off the scope, there was insufficient attachment to the scope, or the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover." Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturer date (h4).

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to b5, b7, and h6. B5, b7: information for these fields were inadvertently not included on the initial and supplemental medwatches. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that there is no damage such as tearing or chipping of the tip cover during use if the tip cover is attached normally. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: ·chemicals such as anti-fogging agents adhered to the cover, causing damage due to chemical attack. ·the cover was damaged by pushing it diagonally when attached to the scope. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier (B)(6). As described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage (crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Event description:
Additional information was received from the reporter. The scope was fine, was in use and had no issue. The cover was disposed of.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The subject device was not returned for evaluation. The user facility discarded the device. Investigation is ongoing. This report will be supplemented accordingly following investigation. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Event description:
As reported, therapeutic ercp (endoscopic retrograde cholangiopancreatography procedure performed. Procedure was completed successfully with biliary stones removed and ductal clearance achieved, upon withdrawal of the duodenoscope, distal cover was found attached but "split" at the bottom. Cracked distal cover was reported. There was no patient harm or injury reported due to the event. No user injury reported. This report is related to report with patient identifier (B)(4).